Event description:
It was reported that the system 2600 displayed a error code 253 on initialization. The system was reinitialized and the problem did not reoccur. There was no adverse patient involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction could not be verified. The system was found to be working as intended and placed back into service.